Event description:
Additional information was received from the consumer on (B)(6) 2017. It was reported that the patient contacted their implant surgeon and was scheduled for an appointment on (B)(6) 2017 to discuss steps to resolve the end of service (eos) message and the device completely shutting off. At the time of the report, the patient reported that they were suffering and had met with their managing pain doctor to find a way to control their pain. The patient also stated that they were told that the implant battery would last a lifetime, compared to nine years, or at least for twenty years.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported that end of service (eos) was seen for the last 1.5 months when the consumer was trying to charge. There were no allegations or dissatisfaction at longevity. It was reported that the symptom experienced was it not working. It was reported that ¿it completely shut down 2 days ago¿ ((B)(6) 2017).